Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15oct2019. The manufacturer¿s field service engineer (fse) confirmed the reported unit operated fine on alternation current(ac) power, shut down after pulling the ac cord from the ac outlet issue. The fse confirmed the battery was over 5 years old. The fse confirmed the unit would need a new touch screen and oxygen(o2) sensor. The manufacturer¿s field service engineer (fse) replaced the backup battery to solve the battery issue, installed a o2 sensor, and touchscreen. The unit passed extended self test(est) and the required test of the performance verification successfully.

Event description:
The customer reported no battery operation, but the battery was over five years old, and it was not patient use. In addition, during preventive maintenance(pm) the unit operated fine during alternating current(ac) power. The unit also failed during the initial extended self test (est), did not recognize the external oxygen(o2) sensor, and touchscreen failed. There was no patient involvement.